Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e (edta) 18.0 mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated, "in the last week 6 times the 10ml k2edta tube did not fill sufficiently. Only half of the tube was filled."

Event description:
It was reported the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated "in the last week 6 times the 10ml k2edta tube did not fill sufficiently. Only half of the tube was filled.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-01. Investigation summary: bd received 1 samples from the customer for investigation. Samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 19 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.